Manufacturer narrative:
A review of the instrument images for crrid assay showed all cells resulted negative. The customer did not return sample for serological testing.

Event description:
Customer reported unexpected negative reactions for ab_ID assay on the galileo. The patient has a history of anti-jka. No adverse effects occured as a result of the unexpected results.